Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.

Event description:
It was reported that the surgeon scheduled the patient for a revision knee. When the surgeon exposed the soft tissue, it was noted that the post of ts poly had disengaged from the base of the 5 x 9 poly insert. The surgeon revised to a 5 x 16 to replace.

Manufacturer narrative:
An event regarding fractured post involving a triathlon insert was reported. The event was confirmed. Method & results: -device evaluation and results: material analysis was performed on the device and concluded that the condylar post fractured in fatigue. -medical records received and evaluation: not performed as no medical records were received for review with a clinical consultant. -device history review: indicated the devices accepted into final stock from the reported lot were free from discrepancies. -complaint history review: there has been no other event for the lot referenced. Conclusions: the investigation determined the likely root cause of the fractured condylar post was due to fatigue. There is no indication at this time that the design, materials, or manufacturing of the subject device contributed to the event. If additional information becomes available, this investigation will be reopened.

Event description:
It was reported that the surgeon scheduled the patient for a revision knee. When the surgeon exposed the soft tissue, it was noted that the post of ts poly had disengaged from the base of the 5 x 9 poly insert. The surgeon revised to a 5 x 16 to replace.